Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/10/2014 with the following findings: the pump powered on with the returned battery cap to a blank display. Within three minutes, the pump alarmed with an audible tone and vibration alert per normal operation. The battery cap was able to fully tighten and a power loss was not duplicated. The battery cap measured within specifications. There were pump reboots observed in the black box history. The original complaint could not be investigated due to a cracked display screen. Unrelated to the original complaint, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.